Event description:
Boston scientific received information that this patient's entire system was explanted due to an infection. The patient's system includes a cardiac resynchronization therapy defibrillator (crt-d), a transvenous right ventricular (rv) lead, a transvenous right atrial (ra) lead, and a transvenous left ventricular (lv) lead.

Manufacturer narrative:
An attempt has been made to have these products returned to boston scientific. This event will be updated if any additional information becomes available.